Manufacturer narrative:
On may 5 2022, additional information was received indicating the patient underwent removal and replacement with mentor gel breast implants (serial numbers (B)(6) and (B)(6) on (B)(6) 2022. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On jan 31, 2023, additional information was received indicating the device was discarded post-explantation. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On feb 11, 2022, additional information was received indicating the patient experienced deflation on the right side, confirmed via mammogram. No explantation surgery has been scheduled at this time. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Date of explantation: (B)(6) 2022. Reason for device explant and/or reoperation: anisomastia. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old african american female patient underwent a breast augmentation primary with a saline mentor smooth round moderate plus profile 425cc breast implant and experienced anisomastia on the right side post-operatively. As a result, the patient is scheduled for removal on (B)(6) 2022.